Event description:
Customer reported the insulin pump alarmed during the manual prime and insulin kept squirting out. Customer's blood glucose was 202 mg/dl. Troubleshooting was performed. Customer advised to disconnect from the device. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap appeared normal and it was never protruded. Customer was advised to discontinue use of the device and revert to backup plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to cracked end cap. No error alarm noted. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.